Event description:
On (B)(6) 2017, the patient contacted lifescan (B)(6) alleging that her husband¿s onetouch ultra ping meter had a fading display. The following complaint was classified based on information obtained from customer service representative (csr) documentation, and further information obtained when mss followed up with csr. The patient could not confirm when the alleged meter issue had started. She reported that she manages her diabetes using insulin pump therapy, and that she made no changes to her normal diabetes management regimen, in response to the alleged meter issue. The patient alleges that 10 minutes after the meter issue began, she developed symptoms of ¿shaking, sweating and a little dizzy¿. She denied receiving or requiring any medical treatment for the alleged symptoms. During troubleshooting, the csr noted that it was not the first time the meter had been used, and there was no evidence of misuse of the product. The csr noted that the patient did have a back-up meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.